Event description:
A customer reported that the system connector did not recognize the anterior vitrectomy probe during a cataract with iol (intraocular lens) implant procedure. The system was exchanged and the case was able to be completed without harm to the patient.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation, and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).